Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent occlusion occurred. Vascular access was obtained via the radial artery. The 20 x 3.0mm, de novo target lesion was located in left anterior descending (lad) coronary artery. A 20 x 3.00mm promus elite stent was deployed. A few days post implant, the patient presented with angina and an angiogram confirmed the promus elite stent was totally occluded. Balloon angioplasty was performed and flow was restored. No further patient complications were reported and the patients status is stable.